Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the surgeon had one clip fall into the patient's abdomen when he was removing the gallbaldder through the trocar. They retrieved the clip and noticed that it was slightly scissored.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon expressed dissatisfaction with our product. He mentioned that the clips often scissor enough and they come off of where he places them. The device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.